Event description:
It was reported that when the dressing was removed in the pt's room 2 weeks after the catheter was placed, the dressing at the site (internal jugular vein) was found wet. Since the catheter was going to be removed when the dressing was found wet, it was removed but not replaced. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.